Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the erc tubing clamp/ 620 mm. The incident occurred in (B)(6). The livanova technician inspected the device. Fluid residues and corrosion were found on the clamp. The cause of the reported event was traced to the device design. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) likely contributed to the failure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a erc tubing clamp/ 620 mm was not working triggering an error message. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.